Event description:
Faulty insulin delivery; I am a retired pediatrician and a type I diabetic. I was diagnosed in 2006 and have dealt with my diabetes for a quite a while. This past (B)(6), I switched from medtronic 670g pump to a tandem t slim x2 and for the most part am very happy with the new pump. However, I believe there is a problem with the autosoft xc insertion device. First it seems designed poorly. The tubing is coiled around the center of the insertion device and as you uncoil it, it catches some and you risk knocking the insertion part off its platform. Second, the coils cause the tubing, once unwound, to curl back in to the center of the device possibly hitting the central needle. These two are minor problems and can be gotten around by being extra careful in unwinding the tubing. The bigger problem is that 4 or 5 times since (B)(6), the tubing that is inserted under the skin has kinked and won't deliver insulin. I don't know until my blood sugar skyrockets (to 400 after a meal) and I notice further attempts to bolus insulin do not bring it down. After problem shooting and trying a number of things (changing the cartridge, getting a new bottle of insulin, etc.) , I've learned during these episodes, to simply change the insertion site. At times, I've looked at the plastic needle that remained under the skin after insertion and it has been bent. Once it took two 90 degree turns for a complete 180. I did not get injured or sick due to these episodes. For some reason, I seem rather resilient and don't get the full spectrum of dka with vomiting, etc., so I am able to correct with fluids and insulin once I get the insertion needle correct. I worry that other patients, perhaps not as resilient, might not recognize what is going or and get in serious trouble. I don't know if you have had other people report problems with this device, but thought I should write. I've emailed tandem about this problem, but have received no reply. (B)(6). Multiple lots basic design flaws. FDA safety report ID# (B)(4).